Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring chest tube placement and hospitalization for one night. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc., (isi) has made multiple attempts to obtain additional information regarding the event. However, no response was received from the physician.